Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported to olympus the lithrotripsy transducer computer system did not recognize or the box. The reported issue occurred during preparation of use. There were no reports of patient harm.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The following fields were updated: d9, h2, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. During the inspection it was observed that there was no output due to a faulty transducer. A root cause could not be established. Based on the results of the investigation, it is likely that the faulty transducer caused the computer to not recognize the or box. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the lithrotripsy transducer computer system did not recognize or the box. The reported issue occurred during preparation of use. There were no reports of patient harm. No additional information received from customer.